Manufacturer narrative:
The device was tested by the user facility biomedical tech and underwent calibration, extended self-testing, short self-testing and passed all testing according to the service manual. The event could not be confirmed and the device was returned for clinical use. (B)(4).

Event description:
A report received from the USA indicating the device shut down. Upon further investigation, the user facility reported the device was received in biomedical engineering due to a "device failure." There was no pt involvement.